Event description:
In the process of attempting to unblock the ett (endotracheal tube) holder device, the responding caregiver was unable to do so as the mechanism was broken. The tubing was unable to unblock or release.